Manufacturer narrative:
The technician investigated and the account stated no injury occurred due to the patient fall. The technician tested the bed and found the bed functioned as designed and no repair was needed. The technician found the account did not use the bed exit system correctly and in-serviced the nursing staff on the bed exit system.

Event description:
(B)(4).